Event description:
It was reported that, the doctor was broaching the femur and said that the broach handle and the broaches were not engaging.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not return to the MFR. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.